Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an unknown case, the patient's hospital stay was extended and more complications occurred due to a clogged stent. Surgical intervention was needed to remove the clogged stent with an unknown instrument and place a new competitive stent. The physician states that this was the third occurrence that he's aware of.

Manufacturer narrative:
(B)(4). Event evaluation: no product was returned; therefore, a document (instructions for use) based investigation was performed. Per the instructions for use, this stent is used for temporary internal drainage from the ureter pelvic junction to the bladder to relieve obstruction in a variety of benign, malignant, and post-traumatic conditions. Per information provided by the medical science clinical reviewer, the patient anatomy in these cases is different than in reconstructive cases. In reconstructive cases there is generally more inflammation, scar tissue, and decompression which could lead to the failure mode of clogging. Therefore, it is recommended that another stent such as a metal stent and/or a larger stent be used in reconstructive cases. There is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. The appropriate internal personnel will be notified and we will continue to monitor for similar events.

Event description:
During an unknown case, the patient's hospital stay was extended and more complications occurred due to a clogged stent. Surgical intervention was needed to remove the clogged stent with an unknown instrument and place a new competitive stent.